Event description:
It was reported that the generator was returned to the international service center due to generator error. Procedure was unknown. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. The unit was received at the international service center and an error code 1 "over current failure" was received. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.